Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had delivered multiple correction boluses to address a blood glucose (bg) of 355 mg/dl. Subsequently, the next morning, bg was low (value not provided). Customer declined to provide further information.